Event description:
It was reported that the ¿head connected to the handle turn off after 2 laps.¿ there was no patient impact. This indicates that the product was broken after it was connected to the handle and put in use.

Manufacturer narrative:
This device is used for therapeutic purposes. Device received in (B)(6) on (B)(6) 2014, and forwarded to medtronic xomed, inc., on (B)(6) 2014. It has not been received yet for evaluation. (B)(4). Product evaluation: no analysis results available. Device received in china on april 28, 2014, and forwarded to medtronic xomed, inc., on (B)(6) 2014; not received yet for evaluation. Method: no testing methods performed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.